Manufacturer narrative:
The reported event was unconfirmed. A visual inspection noted one temperature sensing catheter attached to a cut portion of inlet tubing was received without the original packaging. No obvious defects were noted. Further testing required. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100 ml distilled water) and balloon concentricity was observed to be 50:50. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10 ml of solution. Active length of the catheter balloon was measured (0.7775") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured. (2) do not pull the catheter hard. [The bladder/urethra may be injured. 2. Applicable patients - patients with delirium who might pull out the catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that water leaked from near the inflation funnel on the day of use.